Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and a pump error 63(hardware low-level failures). The customer reported a blood glucose value of 250 mg/dl. The customer did not report any treatment for hyperglycemia. The event involved product(s) mmt-1882. Troubleshooting was performed for the reported event. The customer reported a pump error 63 occurred, the self-test was confirmed to have no abnormalities and continued to be used. The power was turned off, restarting was repeated several times, and even after replacing the battery due to battery failure, the rebooting was repeated and the screen was rewound. Self-test completed. No harm requiring medical intervention was reported. Product return required for mmt-1882. It is unknown whether the product will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0873 inches. Test p-cap and reservoir locked properly into the reservoir compartment. Found no pump error 63 alarms during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed a pump error 63 alarm (variable #: 15) on 05/01/2024 at 16:06:57.000, on 04/26/2024 at 03:22:03.000, and on 04/17/2024 at 11:13:55.000 due to a possible hardware failure. Pump delivered 7 bolus deliveries on the event date of 04/30/2024 at 04:03:09.000 to 18:46:51.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. Pump error 63 was confirmed in the pump history files and traces due to a hardware failure, problem isolated to the electronic assembly. Unable to verify customer's complaint for high bg's. Moisture damage was confirmed found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.